Manufacturer narrative:
At this time the device has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that this patient went to the emergency department on (B)(6) 2023, reporting symptoms of syncope (with no loss of consciousness) and palpitations. At that time there were no product malfunction noted. On (B)(6) 2023 the patient went to the emergency department with syncope (with no loss of consciousness) and palpitations. The pacemaker device was found in safety mode. Further investigation for device exhibited loss of capture, undersensing, pacing inhibition and the estimated battery longevity dropped to 1 year remaining. The patient was connected to an external pacemaker device. Subsequently, the pacemaker device was explanted, and a new device implanted. Besides the initial syncope episodes and surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. Battery voltage decreased during the telemetry analysis session, which caused the device to enter safety mode engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this patient went to the emergency department on (B)(6) 2023, reporting symptoms of syncope (with no loss of consciousness) and palpitations. At that time there were no product malfunction noted. On (B)(6) 2023 the patient went to the emergency department with syncope (with no loss of consciousness) and palpitations. The pacemaker device was found in safety mode. Further investigation for device exhibited loss of capture, undersensing, pacing inhibition and the estimated battery longevity dropped to 1 year remaining. The patient was connected to an external pacemaker device. Subsequently, the pacemaker device was explanted, and a new device implanted. Besides the initial syncope episodes and surgical intervention, no adverse patient effects were reported.